Manufacturer narrative:
The user facility did not disclose details of the patient's age or mental state, although this facility is a nursing facility for elderly patients. The user facility is stating that the event was caused by use error due to the siderail not being stowed in the lowest position. The sales rep is doing an in-service to train the customer on proper stowing of the siderails. No malfunction or defect is alleged.

Event description:
It was reported a patient fell while exiting the bed, and it was reported the patient fractured their hip. It was further reported the patient subsequently passed away. Follow-up conversation with the user facility found that the staff reportedly did not have the siderail in the full lowest position, and as the patient attempted to exit the bed, they allegedly caught their foot in the siderail and fell. The user facility is stating that the event was caused by use error due to the siderail not being stowed in the lowest position. No malfunction or defect of the unit is being alleged.